Manufacturer narrative:
Corrected data b5.

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and nine (9) months due to degeneration leading to stenosis (echo mean gradient 35mmhg). The patient presented with dyspnea before the viv procedure. A 26mm transcatheter valve was successfully implanted within the surgical device. The patient was stable and in good condition and was discharged home.

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and five (5) months due to degeneration leading to stenosis (35mmhg echo gradient). A 26mm transcatheter valve was successfully implanted within the surgical device.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section a1, a2, a3, a4, b5, b7, d4 (serial number, expiration date), d6 (implant date), e1 (title, last name), h4, h6 (health effect - clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including diabetes mellitus and coronary bypass.

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and five (5) months due to degeneration leading to stenosis (echo mean gradient 35mmhg). The patient presented with dyspnea before the viv procedure.26mm transcatheter valve was successfully implanted within the surgical device. The patient was stable and in good condition and was discharged home.